Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Delivery issue: the root cause of delivery issue is determined to be patient condition because due to calcification. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 failed as the pump was unable to advance past the distal valve struts. Several attempts were made and multiple alternative access options were discussed, before the case was ultimately aborted.